Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up after device went into backup vvi mode during software upgrade with wand. The patient's presenting rhythm was intrinsic faster than 67.5 ppm. A device restoration was performed successfully.